Event description:
During lag screw drilling, surgeon reported the lag screw step drill didn't go through the targeting device smoothly, hit the nail during the lag screw drilling and didn't progress normally. He inserted lag screw without issue. Surgeon inserted tissue protection sleeve for the distal locking screw through the static position of the targeting device. He reported as he drilled through the static position, the drill hit the nail. He changed to the dynamic position and was able to drill through the screw hole. He left targeting device in dynamic position and inserted distal locking screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: appearance of item and inspection records identified the target device returned being of old design version. No deviations in the inspection documents were found. A check of the functionality on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed functionality was given on the devices at the stage of delivery. The item returned was documented as having met specifications prior to distribution. Although damaged, the returned target device passed the pre-operative function test as intended. Neither a real proximal mistargeting nor a real distal mistargeting where the drills missed the nail could be confirmed. The usage of the new drill guide sleeve (B)(4) (improved drill guiding feature) instead of (B)(4) may ease the distal locking procedure. Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. The collateral findings of cracks and the small broken off piece from the connecting rim had no influence to the functional check performed and thus did not contribute to the alleged misdrilling. The cracks found in the target device were caused due to internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use. Regarding cleanability (ref to clinical statement, dr. (B)(6), to (B)(4) and (B)(4)): ¿conclusion: it is possible that a fissure in the target device will be entered by body fluids (e.g. Blood, fat, bone marrow). The fissure gap is hard to clean with established methods. But, due to the good heat conductivity of cfc it is granted that all cells in the fissure gap are completely denatured and inactivated. Therefore, the risk of infection or of any immunologic reaction is not increased even if the fissure gap is filled with encrusted body fluids from former surgical procedures. What is crucial is that the sterilization process is sufficient. Nevertheless, a targeting device with fissures should be replaced immediately due to its reduced mechanical features possibly causing a misdrill due to buckling of the device.¿ the interlaminar cracks do not influence the targeting performance critically. The breakage surface at the connecting rim of the reception and the broken off piece show typical traces of a brittle breakage like no plastic deformation which suggests that sudden force was applied (e.g. Accidentally dropped or hammer-blows upon re-positioning or removal of the nail). This damage is not device related but rather related to inadequate handling in an intra-operational procedure.

Event description:
During lag screw drilling, surgeon reported the lag screw step drill didn't go through the targeting device smoothly, hit the nail during the lag screw drilling and didn't progress normally. He inserted lag screw without issue. Surgeon inserted tissue protection sleeve for the distal locking screw through the static position of the targeting device. He reported as he drilled through the static position, the drill hit the nail. He changed to the dynamic position and was able to drill through the screw hole. He left targeting device in dynamic position and inserted distal locking screw.